Event description:
It was reported that the customer experienced high blood glucose levels and issues with the sensor. The customer stated that the sensors and infusion sets kept coming out of his skin. He complained that he had used up 4 sensors and 4 to 6 infusion sets. He stated that he could only tell when the issue occurred once his blood glucose reading rose to 400 mg/dl or if his shirt was wet. He did not know the blood glucose reading at the time of the event nor the cause of the issues. He stated that on (B)(6) 2015, he experienced a high blood glucose reading in the high 300 mg/dl range, almost 400 mg/dl, when he found out that the infusion set had come out. He was advised that the supplies and sensors would be replaced. Nothing further reported.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed with accurate readings. The adhesive anomaly could not be confirmed due to the sensor being returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.